Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during angioplasty in the subclavian vein, the pta balloon allegedly ruptured during the second inflation (atm unknown). It was further reported that a segment of the balloon detached and remained in the patient. Reportedly, the heath care provider (hcp) retrieved the detached segment using a snare device but during removal the balloon segment got stuck inside the sheath. The balloon and sheath were removed from the patient as a single unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury. The patient was reported to be doing well post procedure.

Event description:
It was reported that during angioplasty in the subclavian vein, the pta balloon allegedly ruptured during the second inflation (atm unknown). It was further reported that a segment of the balloon detached and remained in the patient. Reportedly, the heath care provider (hcp) retrieved the detached segment using a snare device but during removal the balloon segment got stuck inside the sheath. The balloon and sheath were removed from the patient as a single unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the device returned in two segments; the distal portion of the balloon was detached at a complete circumferential rupture, and the inner catheter was detached. Both marker bands were fully detached, and only one was returned. The user's snare device and guidewire were returned inserted through the introducer sheath. Bunching was noted throughout both the snare and sheath, and the outer coating of the guidewire was torn and bunched distally on the wire. The damage to these devices indicates the user was putting excessive force on the snare and surrounding components/devices. Additionally, damage was noted to the tip of the sheath, which was consistent with difficulties drawing both the snare and detached balloon segment into the sheath. Therefore, the investigation is confirmed for a circumferential rupture. The investigation is also confirmed for marker band, balloon, and catheter detachments. Based on the returned sample condition, it could not be determined what caused the balloon to rupture and detach from the proximal portion of the device. Based on the bunching to the snare and sheath it could be determined that the user experienced difficulty retracting the detached balloon segment through the sheath. However, the definitive root cause for the rupture or detachments could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Device code - 1536, conclusion1).